Event description:
It was reported to olympus, that the evis lucera gastrointestinal videoscope had air/water supply failure. Inspection and testing of the returned device found that the nozzle and the plastic distal end cover had foreign objects. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the air/water supply volume and water removal ability did not meet standard value due to clogging of the nozzle. It was also noted that water tightness was lost due to damage on the up/down knob and there were scratches noted throughout the device. The adhesive around the light guide lens had a white clouded area and the light guide lens was peeled. The objective lens had a crack and the adhesive around the objective lens was peeled. The electrical connector had discoloration and the connecting tube coating was peeling. The air/water cylinder had discoloration and the paint on the scope cylinder was peeled. Switch 1 had a cut and the electrical connector had corrosion due to water leakage. The adhesive on the bending section rubber had a crack, a chip and a white clouded area. The play of the up/down knob and the bending angle in the up direction did not meet standard value due to wear of the angle wire. The connecting tube had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. No delay in precleaning. No abnormalities in the accessories used in reprocessing. The distal end/nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. Olympus will continue to monitor field performance for this device.